Manufacturer narrative:
Results: the penumbra system jet 7 reperfusion catheter (jet7) had slight offsets in the catheter coil shaft at approximately 113.0 cm, 118.0 cm and from 121.5 ¿ 124.5 cm from the hub. The total length was approximately 132.5 cm. Conclusions: evaluation of the returned jet7 revealed slight offsets in the catheter coil shaft on its distal end. If the device is repeatedly manipulated against resistance, the device may become damaged in this manner. During functional testing, the jet7 was able to be advanced and retracted through a demonstration neuron max 6f 088 long sheath (neuron max) without issue. The reported stretching was unable to be confirmed and the device length was measured to be within specification. The neuron max and non-penumbra guide catheter used in the procedure was not returned for evaluation. The root cause of the initial resistance was unable to be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit. It was noted that the patient¿s anatomy was tortuous. During the procedure, after making two successful passes using a penumbra system jet 7 reperfusion catheter (jet7) with a neuron max 6f 088 long sheath (neuron max) and a non-penumbra guide catheter, the physician experienced resistance while retracting the jet7 and consequently, the jet7 had become stretched and the distal tip was kinked. The procedure was completed using a new jet7 with the same sheath and the same guide catheter. There was no report of an adverse effect to the patient.